Manufacturer narrative:
The insulin pump was monitored and tested no blank display and no low battery alert noted. The insulin pump passed displacement, rewind, basic occlusion, prime/a33, excessive no delivery and occlusion tests. All operating currents tested are within the specification range and passed off no power test. However, the insulin pump received with cracked reservoir tube lip, cracked case near the display window corners and cracked on the display window noted.

Event description:
A customer reported via phone call indicating that their insulin pump had a blank display screen. The patient's blood glucose level was 300 to 400 mg/dl at the time of the call. A replacement pump was shipped to the customer. The customer sent the product back for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.